Event description:
It was reported that the patient's neurostimulator wasn't working and wouldn't respond when they were using the programmer.

Manufacturer narrative:
Product ID: 3093-28, lot# v091741, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the battery was depleted and it was noted the patient was not satisfied with battery longevity. It was noted the stimulator was changed four years after the implant in 2008 and the health care professional stated it ¿depleted very quickly.¿ it was noted the patient had stimulation at 3.9 and was wondering if that would deplete the battery quickly. It was later reported that the cause of the event was battery ran out. Premature battery depletion was noted. Replacement of the ins occurred on (B)(6) 2012.